Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specification. The device failed accuracy testing with the original piston foam. An inspection revealed that the piston foam was deteriorated and the piston was cracked. The test piston foam was installed and the device passed accuracy testing. When the original piston foam was reinstalled, the device failed the accuracy test again. The device passed temperature verification testing. The pneumatic system was tested and all pressures were found to be correct and stable. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the cracked piston and the deteriorated piston foam. The piston foam and the piston were scrapped. Should additional relevant information become available, a supplemental report will be submitted.